Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the first reload was partially fired to the tissue stops. The nylon pads under the knife I-beam were plastically deformed and slightly abraded. Witness marks on the channel on either side of the knife slot are indicative of I-beam abrasion. The device was likely clamped onto thick tissue which caused the nylon pads to deflect, exposing the metal I-beam and causing abrasion along the channel. The anvil, anvil cover, and cartridge were visually inspected for straightness and warping using a straight edge as a reference. No bowing or deformation was noted on the components. The reload was then loaded onto the subject instrument for functional testing. The interlock was overridden an the reload was applied to tests media. All remaining staples were placed and the test media was cleanly transected. The second reload was received in a sealed blister package. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video assisted thorascopic lobectomy, when the product was used for the left upper pulmonary vein in the first firing, the first squeeze of the handle was performed, but the second time of squeeze was unable to be performed and the device had to be released. It was planned to resect three soft veins of the patient at once whose veins had no calcification, but when the product was released, only 4 staples (2 staples each across the position of the knife) were found to be applied to the biting part of the root of the jaws and u shape staple was stuck one by one at the tip. A new handle and cartridge were connected. There was no more space if resection was performed from the pericardium, so additional vascular resections were performed more peripherally. A new handle and cartridge were connected. There was no more space if resection was performed from the pericardium, so additional vascular resections were performed more peripherally. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue. There was tissue damage.